Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: pm156506, item name: triflange cup, lot number: 048900. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: ep-108425, item name: e-poly liner, lot #: 558190. Item number: 31-323240, item name: ringloc drill bit, lot #: 014690. Item number: 405883, item name: drill, lot #: 342680. Item number: 405883, item name: drill, lot #: 432120. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01747, 0001825034-2018-01748, 0001825034-2018-01593.

Event description:
It was reported a patient has been indicated for hip revision due to unknown reasons. Attempts have been made, and no further information is available.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant products- ep-108425 name: e-poly 40mm +3 maxrom lnr sz25 lot: 558190; pm156506 name: cruz rt triflange 58x25 lot: 048900; unknown stem ; 31-323240 name: 3.2mmx40mm rnglc+ acet drl bit lot: 014690. 405883 name: comp rvs 3.2mm drl lot: 342680. 405883 name: comp rvs 3.2mm drl lot: 432120. 103535 name: ti low profile screw 6.5x40mm lot: 841550. 103533 name: ti low profile screw 6.5x30mm lot: 841520. 103531 name: ti low profile screw 6.5x20mm lot: 841440. 103530 name: ti low profile screw 6.5x15mm lot: 618640. 103530 name: ti low profile screw 6.5x15mm lot: 863870. 103532 name: ti low profile screw 6.5x25mm lot: 647820. Cp161942 name: ti lock-scr cancls 6.5x25mm lot: 596050. Cp161941 name: ti lock-scr cancls 6.5x20mm lot: 596020. Cp161941 name: ti lock-scr cancls 6.5x20mm lot: 322680. Cp161943 name: ti lock-scr cancls 6.5x30mm lot: 596060. Cp161942 name: ti lock-scr cancls 6.5x25mm lot: 893860. Cp161940 name: ti lock-scr cancls 6.5x15mm lot: 048530. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.